Event description:
The reporter states the device was inserted into the pt. The clear plastic end came off of the irrigation port, during the first irrigation, while using the enclosed 60 cc luer lock syringe. The staff reinserted the clear plastic portion into the irrigation port and continued use of the device. There was no adverse effect to the pt and the pt is no longer in the medical ICU.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since it may lead to an increase in leakage of fecal material. This may expose the pt to the risk of wound contamination/infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. No additional info has been provided to date. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, as the date used was the date convatec became aware.